Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube rupture/perforation"), device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), embedded device ("coil embedded in uterus"), device expulsion ("migration/ device migration/ migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 25-year-old female patient (gravida 6, para 4) who had essure (batch no. B06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation in (B)(6) 2015. Previously administered products included for birth control: depo-provera in 2011. Concomitant products included medroxyprogesterone (depo provera) from (B)(6)2013 to (B)(6)2013 for birth control and ibuprofen for pain, migraine and headache. In 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), migraine ("migraine headaches/ migraines") and headache ("headaches"). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia / painful intercourse/ dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). In (B)(6)2013, the patient experienced dysmenorrhoea ("debilitating menstrual pain / painful menstrual cycles/ dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and musculoskeletal pain ("buttocks and bilateral shoulder pain"). In (B)(6)2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and back pain, device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (procedure to remove essure, total hysterectomy (uterus and cervix removed)), surgery (procedure to remove essure, total hysterectomy (uterus and cervix removed)), surgery (procedure to remove essure, hysterectomy (full), total hysterectomy (uterus and cervix removed)), surgery (termination of pregnancy), surgery (procedure to remove essure, total hysterectomy (uterus and cervix removed)) and surgery (procedure to remove essure, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2017. In 2017, the dysmenorrhoea, dyspareunia, vaginal haemorrhage and musculoskeletal pain had resolved. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, ectopic pregnancy with contraceptive device, embedded device, device expulsion, genital haemorrhage, menstruation irregular, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, migraine, headache, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, rash, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes in 2013 and 2015 captured under the cases (B)(4) and (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6)2013: pregnancy confirmed ultrasound scan - on an unknown date: coils embedded in uterus in 2013: hysterosalpingogram: total bilateral occlusion; could not see essure device, but did not see any dye leakage. As per pfs, patient had undergone and essure confirmation test on (B)(6)2014. Type of test: hysterosalpingogram (hsg). Results of essure confirmation test: unilateral occlusion (right tube occluded) (B)(6)2014). As per mr, exam: hysterosalpingogram. Impression: successful obstruction of the right fallopian tube. Absent left tube as per history. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menstruation irregular, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube rupture/perforation"), device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), embedded device ("coil embedded in uterus"), device expulsion ("migration/ device migration/ migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a female patient (gravida 6, para 4) who had essure (batch no. B06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation in (B)(6) 2015. Previously administered products included for birth control: depo-provera in 2011. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia / painful intercourse/ dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced abdominal pain lower ("cramping/ lower abdomen pain"), dysmenorrhoea ("debilitating menstrual pain / painful menstrual cycles/ dysmenorrhea (cramping)"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and musculoskeletal pain ("buttocks and bilateral shoulder pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), migraine ("migraine headaches/ migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (procedure to remove essure), surgery (total hysterectomy (uterus and cervix removed)), surgery (termination of pregnancy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, vaginal haemorrhage and musculoskeletal pain had resolved. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, ectopic pregnancy with contraceptive device, embedded device, device expulsion, genital haemorrhage, abdominal pain, menstruation irregular, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, migraine, headache, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes in 2013 and 2015 captured under the cases (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2013: pregnancy confirmed ultrasound scan - on an unknown date: coils embedded in uterus in 2013: hysterosalpingogram: total bilateral occlusion; could not see essure device, but did not see any dye leakage. As per pfs, patient had undergone and essure confirmation test on (B)(6) 2014. Type of test: hysterosalpingogram (hsg). Results of essure confirmation test: unilateral occlusion (right tube occluded) ((B)(6) 2014). As per mr, exam: hysterosalpingogram. Impression: successful obstruction of the right fallopian tube. Absent left tube as per history. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menstruation irregular, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from (B)(6) 2013. Events abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdomen pain, abnormal vaginal bleeding, device migration/ migration of essure device location of device: uterus were clubbed with previously reported events. Events headache, uterine perforation, ectopic pregnancy with contraceptive device, embedded device, menorrhagia, urinary tract infection, musculoskeletal pain were newly added. On 1-jun-2018: processed with follow up number 2 dated 04-apr-2018. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube rupture/ perforation"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding") and device dislocation ("migration") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("debilitating menstrual pain / painful menstrual cycles"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia / painful intercourse"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), back pain ("lower back pain"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (procedure to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, device dislocation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, back pain, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, migraine, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 27-nov-2017: summons received: events lower back pain, migraine headaches and heavy vaginal bleeding were added. Essure removal date added. New lawyer added as reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube rupture/perforation"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding") and device dislocation ("migration") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6)-2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping "), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, device dislocation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, pelvic pain, rash and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.